Event description:
While setting up for a PICC placement, the PICC catheter was cut to the measured length. The navion wire was inserted into the PICC and about half way point of inserting wire, it seemed to grab the PICC and bunched up. We were not able to advance the navion wire to the tip of the PICC catheter. A second navion wire was opened and the same thing occurred. A new PICC kit from another viewer access satellite television (vast) smart cart was retrieved and this situation did not repeat itself with the new PICC catheter. A new navion wire was used in this new catheter. The faulty PICC catheter and one of the two navion wires was saved and given to staff from vast. PICC lot number was given to vast, but the navion wire packaging was not retrieved.